Manufacturer narrative:
The customer¿s report of no nurse call when the infusion completed was confirmed. The pcu event log showed the pump module was in use and delivering a basic infusion at 260ml/hr. At 11:47 pm on (B)(6) 2016, a delay for 10 minutes was programmed with the delay callback set for before and after. At 11:57 pm, the device alarmed for callback before infusion. Another delay for 10 minutes was programmed and this time the callback was set to none. At 12:08 am on (B)(6) 2016, the delay completed and the infusion started. At 4:58 am, the infusion completed and stopped. There was no alarm when the infusion stopped because the delay had been programmed with none as the callback option. The volume recorded as being infused during this period was 3502.31ml. By design when a delay is programmed, the infusion stops when complete and no kvo is delivered since it is assumed that another IV line is infusing to keep the vein open until the delayed infusion begins. When none is selected as the callback option, there is no alert when the delay is completed and no alert when the delayed infusion has completed. The root cause of the reported event was identified as a user programming issue. Devices not received, log review only.

Event description:
The customer reported that at the completion of an IV fluids (ivf) infusion programmed at 260ml/hr with a vtbi of 3500ml, the nurse call interface did not alarm for infusion complete. The pump was "blinking infusion complete," and had completed approximately 3 hours earlier. The infusion had been started on 7/5/16 at 1407 as a basic infusion with no stop time, with each bag containing approximately 3800ml. The clinician stated she last cleared the pump at 0345; she noted the ivf infusing at 0600 but did not clear the pump at that time. When the under infusion was discovered at 0715 orders were received to increase the ivf to 430 ml/hr at 0800. The pump was replaced and the ivf rate was to be increased "until 6 hour level" had completed. There was no harm to the patient. During the facility's review of the event logs, they noted that on (B)(6) 2016 at 4:58:21 am, the programmed infusion completed (3500 ml at 260 ml/hr which would have left 500 ml in the bag). The pump alarmed (audio and visual) with a program complete alert. The pump passed all performance tests at the facility and was found to be within manufacturer's specifications. The nurse call feature was also tested and found to be in working order. The customer requested information about whether the pump alarmed, if the nurse interacted with the pump to turn off the alarm and whether such an alarm would continue until the nurse responds.